Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump displayed an alert 65 and the audible alarm was not heard despite multiple restarts, consistent with an audio malfunction traced to the speaker/sounder component. Symptoms included hyperglycemia reaching over 400 mg/dl which was corrected by subcutaneous insulin (pen). Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed an electrical or electronic component problem associated with a no audible alarm condition traced to the speaker/sounder. It was concluded, based on previously established findings for similar reports, that the cause was a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.